Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption# e2007003. On 6/17/2019, mentor became aware that patient reported right side capsular contracture. On (B)(6) 2019, after clinician's assessment of latest information received, there was no issue on the right side and it was device migration on the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 400cc mentor memorygel breast implant; catalog number: 3504001bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event is associated with the (B)(6) trial, participant (B)(6). It was reported that a (B)(6) year old caucasian female patient who underwent bilateral augmentation with mentor study gel devices on (B)(6) 2018 developed bilateral baker grade ii capsular contracture. The patient underwent left breast capsule capsulorrhaphy on (B)(6) 2018. The device remains implanted on the left. The right side device was explanted on (B)(6) 2018. Per additional information received, it was left side device migration and no issue on the right and only left side device migration was encountered. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 11/26/2019, mentor became aware of some errors in the in the previously submitted report. The date of event was (B)(6) 2018. The patient's left-sided device migrated out of position, and on (B)(6) 2018, a secondary procedure was performed to correct the issue. The device was not explanted. Manufacturer's reference number: (B)(4).